Event description:
It was reported that during an colectomy (left, under coelio) the handpiece plus instrument could be activated only with the foot pedal. A second instrument was used with the same issue. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported .

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Nose cone. The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is possible that the ingress of moisture affected handpiece functionality.